Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving a ¿dosing stops¿ alert while using the freestyle libre 3+ sensor. At the time of the event, the highest recorded blood glucose (bg) was 340 mg/dl. The issue was resolved by starting the sensor in the ilet mobile app and performing a supply change. Bg readings resumed on the ilet, and insulin delivery continued. The device provided a high bg alert. No symptoms were reported, and no medical intervention was required.